Manufacturer narrative:
The device was not evaluted. However, the investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Fractured in patient's mouth after patient left office - 9 months after placement. Teeth #8 & #9. No patient injury.

Manufacturer narrative:
Device not received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to the patient is remote.